Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer reported unresponsive buttons after the insulin pump was submerged in water. Advised that the insulin pump would be replaced. Nothing further was reported.